Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a 7f launcher guide catheter to treat a moderately tortuous, moderately calcified lesion in the proximal-mid rca. The patient had peripheral artery disease (pad) and an occluded superficial femoral artery (sfa). There was no damage noted to packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was used and the device was excessively torqued. It is reported that the proximal end of the catheter kinked while in the patient. The iliac artery was dissected as a result. Pressure was applied to the groin site and a long sheath was left in place and sewn in at the access site for tamponade. No breakage of the device occurred. No portion of the device detached. It is reported that a device malfunction is not suspected - rather that the issue was a result of excessive torque.

Manufacturer narrative:
Product analysis: the device was returned for analysis and as received the catheter was coil wrapped with the original pouch label. A torsional kink/twist was evident on the catheter shaft. The outer jacket material is fractured and there is exposed braid wire. The shaft meets specification. No other damage was noted to the device. If information is provided in the future, a supplemental report will be issued.